Manufacturer narrative:
(B)(4).

Event description:
The facility reported a flogard infusion pump that "was not working." It is unknown when this event occurred, however there was no patient involvement. There was no report of patient/user injury nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed, during on site evaluation, as damaged force sensing resistors (fsr). The cause of the damaged fsrs could not be determined. Service replaced the fsrs to correct the problem.